Manufacturer narrative:
The cadiere forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted ontra-peritoneal onlay mesh surgical procedure, the cadiere forceps broke and a spring that fell into the patient. The fragment was retrieved during the same procedure with a backup instrument. The fragment is available for returned. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task being performed at the time of the device breakage was grasping. The customer stated that no parts fell into the patient. The surgeon believed that the cause of the instrument breakage was related to a worn instrument. The instrument was in use for two hours prior to the incident, the surgeon didn't notice any issues with the functionality of the instrument during the procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment did not fall inside of the patient during an instrument or tip collision. The instrument was not removed during the procedure prior to the breakage. Upon final removal of the instrument, the wrist was straightened. The procedure was completed robotically. The broken cadiere was replaced and surgery continued as planned. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to a foreign object. There are no photographic images of the device or a video recording of the procedure available for review.